Event description:
The casting had broken away on the left hand-side of the hoist, causing it to topple when the left leg folded in the middle causing both legs to move. The client was in the sling at the time but was not injured. Ref # 1419652-2013-00135.